Event description:
The hospital reported that during a coronary artery bypass procedure, after deploying the hs iii proximal seal system 3.8mm it was observed that the seal was cracked. It was noted that there was more bleeding than usual. The amount of blood loss was not noted and the pt did not require a transfusion. The same device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. There was no nonconformance recorded in the lot history which would be considered related to the reported event. There are no other similar complaints reported against this batch. (B)(4).